Event description:
Nxstage machine # 769138 alarmed, screen went yellow, error code 141. Clinical engineering and nxstage contacted. Nxstage advised staff to turn off and restart machine, that it was door alarm. Staff were at desk when this alarm occurred. No one was in room to bump door. Power was lost for greater than 2 minutes, thus blood in circuit could not be returned. Machine came back up but not display screen. Clinical engineering was able to get display screen back up. Biomed able to get screen back up in working order. Pt require 1 unit prbc's secondary to blood lost in circuit.